Manufacturer narrative:
Further research into the subject wheelchair by sunrise medical regulatory revealed that the wheelchair was requested by the dealer to have the wc-19 transit tie down brackets included and to omit the positioning belt. According to the legal notice, it is stated that the fabric belt buckled across the lap and was attached to the wheelchair frame on each side of the chair at a single point, by a single fastener placed through the belt's fabric webbing. The positioning belt was designed and supplied by after-market company, (B)(4). And no other means or type of occupant restraint system was incorporated into the wheelchair. This positioning belt was added to the wheelchair after it was delivered to the dealer. The legal notice states that after the van stopped rolling, it was noticed that the wheelchair was still in the same, tied-down position, as the transit brackets, that were included at time of manufacturing, were designed to do. However the positioning belt supplied by (B)(4) did fail. It was recorded in the accident report prepared by the pinal county sheriff's office that end user experienced a safety device failure: "lap failed." This MDR is being filed to report the end user's death. This legal matter is currently being addressed by sunrise medical's legal department. If and when any new relevant information is provided, a supplemental report may be filed.

Event description:
On 10/31/2019 sunrise medical received a legal notice from the law offices of (B)(6). In the notice the claimant alleges that the family van was in a motor vehicle accident. Upon impact the wheelchair positioning belt that the end user (claimant's son) was wearing, failed. It was stated that the fabric positioning belt completely tore away from the wheelchair's frame. This failure resulted in the end user being ejected from the van as it rolled and was pinned under it, ultimately causing his death.